Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during patient use, the nurse found IV fluids leaking onto the floor and into a trash can. When retracing the lines, the nurse found the smartsite closest to the buretrol to be leaking. There was no report of patient harm.

Manufacturer narrative:
The customer's report of smartsite leak was confirmed. The primary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or crack damages to the components. Visual inspection of the set noted that the distal smartsite below the lower fitment appeared to have damage to the piston. Further evaluation under magnification noted that the rubber piston had a puncture hole. No other anomalies were observed on any of the other smartsite components. Functional and pressure testing confirmed leaking at the distal smartsite port below the lower fitment. The cause of the customer¿s report of a leak was identified as due to a damaged smartsite piston.